Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. During investigation, a tear was observed in the exposed portion of the soft cannula. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. Download data did not generate any hazard alarms. No timeouts or drive stalls were observed.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 600 mg/dl. As treatment, the patient removed the pod and administered a manual shot of insulin.